Manufacturer narrative:
H10: as the lot number for the device was provided, a lot history review was performed. The sample was returned to the manufacturer for inspection/evaluation. Therefore, the investigation is confirmed for the reported balloon detachment and catheter detachment. Based on the available information, the definitive root cause for this event is unknown. The device is labeled for single use. H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model at75166 pta dilatation catheter allegedly experienced detachment of device or device component. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.

Event description:
This report summarizes one malfunction. A review of the reported information indicated that model at75166 pta dilatation catheter allegedly experienced detachment of device or device component and break. This information was received from one source. The malfunction involved a patient with no known impact to the patient. The age, sex and weight of the patient were not provided.